Event description:
It was reported by the patient¿s daughter, that ever since her mother had the implantable cardiac monitor ¿put in she has been in and out of many hospitals, with serious infections. She has been mentally declining too, not herself, her cognitive ability has severely declined, and now is seriously tired all of the time. She started out with a serious blood infection, bladder infections, urinary tract infection, the infections have not stopped yet, and then her lungs filled with fluid.¿ the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).